Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic isolator was found in the instrument. Additionally, when connected to an instrument, the hand activation did not work. Also, it was found that the hand piece no longer meets the specifications for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap ovarianectomy, the hand buttons were not working. The procedure was completed with the foot pedal. There was no pt consequence.